Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 10 mg/ml morphine at 4 mg/day. The reason for use was non-malignant pain. It was reported that the patient intentionally skipped their refill that was set for (B)(6) 2019 and now it's currently empty as of (B)(6) 2019. The patient is "very" pregnant and is currently at the hospital. It was determined by the managing hcp that the patient could still use the pump even though they are pregnant. Reason for call is the hcp wanted to fill up the pump with morphine 10 mg/ml (only concentration available) so that way the patient does not go into withdrawal. They also do not want to perform a bridge bolus since it is not their patient. It was reviewed the theory of bridge bolus and why it would make the most sense to program a bridge bolus. They plan on bringing the patient to their managing hcp tomorrow to remove the 10 mg/ml morphine and put in 20 mg/ml morphine again. They do not want to have to wait the full bridge bolus before refilling again with the 20 mg/ml morphine. It was then reviewed that they can stop the bridge bolus tomorrow and do a modified bridge bolus. There will be the 20 mg/ml morphine and the 10 mg/ml morphine in the catheter/inner pump tubing when they bring the patient back tomorrow. The caller was with the patient and they have programmed the bridge bolus (amount: 0.535 ml, duration: 64 hrs 12 min). It was confirmed that the patient was due for a refill and that therapy was not intentionally discontinued. They reviewed the empty pump considerations including why no priming is needed, dosing considerations, refilling and monitoring for volume discrepancy and efficacy, considerations for catheter and tubing patency/damage, the option of interrogating pump to confirm empty reservoir alarm, and the option of aspirating the reservoir. The caller stated they will call back for further assistance when they bring the patient back to change out the drug. There were no symptoms reported. There were no further complications reported/anticipated.